Event description:
During the procedure, the conduit was unable to be connected during use of the pressure wire and the procedure was aborted.

Manufacturer narrative:
Additional information: d9, g3, h2, h2 one pressurewire certus was returned for analysis. Visual inspection revealed bends throughout the guidewire. The ptfe coating had been scraped off the coated proximal tube (shaft) at multiple locations. Microscopic inspection revealed a dried salt-like substance was stuck inside the covering of the sensor element (jacket). The results of the investigation concluded that after inserting the guidewire into the proximal cable then tightening the cap, the guidewire remained stationary during functional testing. Functional testing also confirmed the pressurewire was able to be connected and calibrated and met functional specifications when analyzed. No functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported connection issue and subsequent cancellation remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.